Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient with herniated disc underwent a procedure for implant of artificial disc at c4-5 using extrapharangeal anterolateral approach. Post-op, x-rays showed autofusion at c4-c5 level from flexion to extension with progressive degeneration at c5-c6, c6-c7 (below "tdr").

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.